Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient that they heard what was suspected to be a magnet tone from their implantable cardioverter defibrillator (ICD) upon placing their cell phone in a pocket on the same side as their device. The ICD remains in use. No patient complications have been reported as a result of this event.